Event description:
The user reported that soon after the pump got knocked during a pt transportation, two channels on the left hand side containing noradrenaline and dobutamine alarmed disconnection despite still being attached to the point of care unit (pcu). From the reported info, the pt's mean arterial pressure (map) dropped from 100mmhg to 80mmhg while they rectified the problem. There is no indication that any additional treatment was received as a result of this. No further info was available.

Manufacturer narrative:
Manufacturer's report date: 10/06/2010. (B)(4). Pumps involved in this event will not be returned as the serial numbers were not identified by the user. No failure investigation could be performed. It was not possible to review the device history record for the involved units as no serial numbers were provided.